Event description:
Additional information: on (B)(6) 2012 no bacteria was detected in the "cerebrospinal fluid on the pump side". It was indicated that fluid accumulated "in error" in regards to aspirating the blister on the wound. A device system explant procedure was initially planned following administration of antibiotics for a period of one week with no improvement. The patient's pump and catheter were later explanted on (B)(6) 2012. At the time of explant, when the physician pulled the catheter in the spinal cord 1-2 cm, the catheter had ruptured. On (B)(6) 2012 the patient underwent an extraction procedure once again to completely remove the remaining catheter. Thereafter the patient was calm with some spasticity, though not as much as prior to the surgical procedure. It was unknown if the infection was related to the catheter or procedure, but was further indicated as not being related to the drug or pump. As of (B)(6) 2012, the patient had not recovered. It was indicated that the patient's therapy was effective against spasticity and made the family happy, so it would be likely that a device system would be re-implanted "after a period". The patient had a follow-up appointment on (B)(6) 2012; and requesting an investigation in regards to having the explanted catheter recalled was discussed.

Event description:
Additional information: it was reported that as of (B)(6) 2012 the patient outcome was "recovering".

Event description:
An infection was reported to have occurred at the device pocket, on the patient's back. The patient repeatedly developed fever, and there was a blister at the wound of the back pocket. An (B)(6) was suspected because of recurring fever. The bacteria was "detected from the back pocket fluid." It was indicated that the pump was to be explanted. It was later reported that the patient was hospitalized and examined on (B)(6) 2012. A "blister like object" was observed on the back surgical wound was punctured at examination and bacteria was also detected in the cerebrospinal fluid. Treatment of the infection was planned, and removal of the pump was considered. The patient was noted as not having recovered from their back infection. The manufacturer later received a partial catheter on (B)(4) 2012. Drug delivered via the device was gabalon 140 mcg/day.

Manufacturer narrative:
Catheter model 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. Analysis results of the returned catheter were not available at the time of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
The following oral medications were continually administered for complications / adverse event since prior to screening: (B)(4) (150 mg), rivotil (1.7 mg), phenobal (80 mg), and ternelin (2 mg). For treatment of spasms diapp (10 mg) and escre (500 mg) suppositories were continually administered since prior to screening to (B)(6) 2011; and tricloryl (500 mg, orally) was also administered continually since prior to screening. The patient's intrathecal dose was increased for spasm control from (B)(6) 2011 (from 57.6 mcg/day to 147.8 mcg/day); and again on (B)(6) 2012 (162.7 mcg/day) for spasm control. Starting at the "(B)(6) 2012", a fever of 38 degrees celsius kept coming and going; and the patient was administered cravit and was observed. On (B)(6) 2012, subcutaneous accumulation at the lumbar wound site was observed during a regular exam. The fluid was removed by paracentesis. The accumulated fluid was submitted to germ culture and internal cravit was prescribed. On (B)(6) 2012 results of the germ culture were positive for (B)(6). The intrathecal dose was adjusted to 130 mcg/day on (B)(6) 2012 in regards to the onset of the "mild" infection of the wound site. The wound site infection was at the point of the catheter insertion into the lumbar medullary cavity. Vancomycin (750 mg) was continually administered via IV drip since (B)(6) 2012, and cravit (200 mg) was administered orally from (B)(6) 2012. As of (B)(6) 2012 the patient had not recovered. The patient did not experience overdose, withdrawal symptoms, or resistance.

Manufacturer narrative:
The partial catheter returned to the manufacturer included both a distal and proximal segment; and pin connector. Analysis of the catheter revealed the catheter body was incorrectly assembled with no allegation of an infusion system anomaly. Additional analysis was done in regards to the ends of the catheter segments that indicated that the catheter had been cut in these areas.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).